Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, and nozzle had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: since the incompatible scope error e315 did not reproduce, the most probable cause could not be determined. Regarding additional malfunctions, the noisy image was due to corrosion on the scope connector, and the probable cause of foreign objects in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an incompatible scope error e315. The event occurred during inspection for use. There were no reports of patient involvement.